Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg as recommended resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.